Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 8.5f sheath hole prior to an ablation procedure. Reportedly, the marker lumen was successfully flushed prior to use. After insertion, there was no back flow from the marker lumen. The suture of a new proglide device was successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no back flow from the marker lumen after insertion¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties are related to the returned non-abbott flushing tool. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.